Event description:
It was reported that the customer experienced a blood glucose (bg) level of 389 mg/dl, cause was unknown. Customer contacted "emergency services" and was admitted into the hospital and was treated with intravenous fluids of saline. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.